Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were discovered. Patient was asymptomatic. No electrical anomalies were detected. The physician electively replaced rv pace/sense portion of the lead was capped and replaced with a previously capped lead. It was later reported the lead was capped and replaced. Patient was fine after event.